Event description:
A site representative reported that during a navigated ent procedure the surgeon alleged the tricut blade was inaccurate. All other instruments were tracking accurately. They opened a second blade and it tracked accurately. No impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. The suspect blade was not returned by the site for manufacturer evaluation. All other blades and instruments tracked correctly.